Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely and found that the system was not getting on. Upon further troubleshooting action the rse found that the 3rd party ups having powerwave 33 model was not working well and issue occurred due to no input panel of the ups. Rse then guided biomed to check ups and bypass it, and found the system is operational. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the allura system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was related to 3rd party ups having powerwave 33 model was not working well and issue occurred due to no input panel of the ups. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system was off. No harm has been reported.